Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor returned a monitor and reported monitor was displaying a battery faults.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the voltage on the battery pack rechargeable lithium ion tri-cells was uneven. The root cause of the uneven voltage on the battery cells was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a shorted c7 component. The root cause for the defective c7 was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a shorted c7 component. The root cause for the defective c7 was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a battery faults.